Event description:
It was reported during continuous renal replacement therapy with a prismaflex st100 set, the machine alarmed and the input pressure sensor membrane was observed to be damaged. An external blood leak from the sensor was later confirmed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a leak from the set access pre-pump pod. This component is manufactured and assembled by vantive internal suppliers. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the pod defect was determined to be related to supplier manufacturing. Two (2) nonconformance records have been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.